Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted at the time. A call was placed to technical services on (B)(6) 2016 stating that there was noise on atrial lead. Also some impedance trend that looks 750 stable, but have drops as low as 450. The physician was dr. (B)(6) at (B)(6) hospital of (B)(6) oh. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).